Event description:
It was reported that the implant(s) did not function according to its intended purpose, and the patient underwent reoperation.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Update: h6. The incident could not be confirmed. However, in a retrospective examination, the surgeon reported that the custom-made orbital floor implant had shifted posteriorly during screw fixation due to its bulky anterior edge, requiring reoperation on the same day and replacement with a less bulky, pre-curved implant. The investigation confirmed that the implant met the surgeon's specifications and that the low placement of the screw holes indicated by the surgeon may have contributed to the elevation of the posterior plate. Based on the investigation, there are no indications of incorrectly working product or problems related to design, material, or manufacturing. Therefore, no corrective and/or preventive measures are considered necessary at this time.

Event description:
No new information.